Manufacturer narrative:
This investigation is ongoing.

Event description:
The user facility in the united kingdom reported finding particulate in the patients eye during phaco. The surgery duration increased by 0-15 minutes due to the event. Its not clear if the particle will be provided for the investigation. The hospital has the cassette available for collection but not the particle.

Manufacturer narrative:
The particle is not available for evaluation. The product is available, but has not been received yet for evaluation. A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. This investigation is pending the product return.

Manufacturer narrative:
One collection cassette with tubing, one bss-10pk bottle from lot 2202090, and a piece of sticky film-like material were returned in a plastic bag. The fluid from the bss bottle had leaked all over everything. The label on the bottle is deteriorating from the moisture and has left dark colored particles all over. Visual inspection found the assembly looks used. There was fluid in the tubing. Less than 100 ml of solution remained in the bss bottle. The IV spike of the tubing was still inserted into the bottle of bss. Visual inspection of the solution in the bottle found no visible floating debris. The fluid in the tubing was cloudy, but no obvious particles were found. The piece of sticky film like material returned with the products had what looked like several eyelashes stuck to it along with many dark colored particles, fiber-like particles and what looked like dirt and debris. After carefully removing the IV spike from the bss bottle, closer inspection was performed. The tip of the IV spike was bent, but not broken, and there was no obvious missing material. The bss bottle membrane was inspected and there were what looks like torn material visible in the pierced location. The torn material did not flush out when forcing the solution from the bottle by squeezing it into a clean beaker. Examination of the solution was performed using a microscope. No particles were visible in the solution. The complaint particle was not received. No description of the particle was provided, and though many particles were found on the sticky film-like material, it could not be determined with certainty that any of these particles match the undescribed complaint particle. No further evaluation could be performed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates.